Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 119 cm 6fr r2p destination sheath, valve assembly, and dilator were returned for product evaluation. All components were returned mated together. Upon arrival, all components were separated and subjected to visual inspection. There was no damage or anomalies noted on any of the devices. The crosscut valve was dissected and observed under microscope and no damage was seen at the center of the valve. No damage was seen at the sheath inner lumen. Since the crosscut valve was dissected prior to functional testing being performed leak testing was unable to be performed. The complaint can neither be confirmed nor denied due to the fact that the device was returned in a conforming state and no evidence of leakage was noted at the crosscut valve. Because of this, the exact cause of the event cannot be determined at this time. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code has been referenced. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician noted that during procedure, considerable blood leakage occurred from the valve of the sheath when the 260cm standard glidewire and 6.0 mm x 60 metacross were in place. The procedure was able to be completed successfully. The patient condition was stable. The estimated blood loss was less than 250cc. There was no patient injury/medical or surgical intervention required. There were no adverse events reported. Additional information was received on 29mar2021. The procedure performed was a radial to peripheral (r2p) left lower extremity revascularization. The procedure was completed using the device.